Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient¿s attorney, the patient experienced erosion and pain. No other info is available.